Event description:
(B)(4). Same case as 2134265-2009-04102 and 2134265-2009-05602. The patient was enrolled in (B)(6) 2008. The target lesion was a type ii lesion, identified in the left carotid artery. The target vessel reference diameter was 5mm. The lesion length was 6mm and 80% stenosis, measured by nascet; positive for ulceration with no-target vessel tortuosity. Thrombus, dissection, pseudo-aneurysm and calcium were not present. Carotid wallstent monorail stent with 9 mm diameter and 30 mm length was implanted. Cerebral protection, a filterwire ex, was successfully used during the procedure. Pta was performed using ultrasoft balloon dilatation catheter. Atropine 0.5 ui was given during the procedure. Patient experienced a transient ischemic attack (tia) during the procedure. The event resolved with no residual effects. Heart rhythm stimulant was given during the procedure. The procedure was documented as successful and estimated residual stenosis was 0-29%. Post procedure assessment (no date provided) documented patent carotid stent with 0% residual stenosis. Patient asymptomatic with no complications <24 hours post procedure. Information on post procedure medications administered was not provided. One month follow up (B)(6) 2008 documented carotid stent patent with 0% residual stenosis. Patient presented as asymptomatic with speech, language, mental, intellectual, nerves, eye, motor system and sensory system documented as normal and unchanged since the last visit. No follow up assessments reported for 6 month and 12 month visit.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.